Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced the needle through catheter. The following information was provided by the initial reporter. The customer stated: I had a nurse starting an IV yesterday who had an unusual experience with one of your catheters. She had made her initial stick and was starting to slide the catheter off the needle when the needle sprung back and then punctured through the catheter.

Manufacturer narrative:
H6: investigation: our quality engineer inspected the samples submitted for evaluation. Bd received five unopened units. Upon inspection, none of the units were observed to have prematurely retracted and the needle had not pierced through any of the catheters. No damage or deformation of the components was found to indicate the defect of premature retraction. Retraction of the needles was performed and occurred without any abnormalities. Since the returned units provided for evaluation met and performed per the required manufacturing specifications, bd was unable to confirm the reported defects. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text: see h10.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced the needle through catheter. The following information was provided by the initial reporter. The customer stated: I had a nurse starting an IV yesterday who had an unusual experience with one of your catheters. She had made her initial stick and was starting to slide the catheter off the needle when the needle sprung back and then punctured through the catheter.